Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a hematoma post implant and the wound was slightly swollen at the one week check up. The patient informed the clinic that the pacemaker was visible. The hematoma had led to erosion and infection in the pocket area. The patient was hospitalized for four to five days and then a revision procedure was performed. During the revision procedure the pacemaker and leads were explanted. It was noted that there may have been poor pocket hemostasis as the patient was skinny, so the physician made a pocket with the minimum amount of tension. However it was thought that it might have been too much tension for the wound to stick. A new system was implanted the same day. No additional adverse patient effects were reported.